Event description:
It was reported that during preparation of the device, when the protective sheath was removed from the catheter, the stent implant dislodged and remains inside the protective sheath. The device was not used on the patient. A new 3.0x28 mm vision was used successfully to treat the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.